Manufacturer narrative:
Unit received with no button response due to flattened (esc and act) button dome switch (no crease). The keypad connector on j2/lcd is locked properly during visual inspection. Unable to verify low battery alarm and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime/compromised force sensor system test, rewind test and excessive no delivery test due to no button response. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The buttons were hard to press. Customer's blood glucose level was 308 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.